Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported "alcl diagnosed in right implant. Seroma." As pathological markers confirming alcl have not been received, the event will be captured as lymphoma. Patient received radiation therapy. The device status is unknown.